Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The device also had missing segments due to cracked zebra connector on the lcd.

Event description:
It was reported that the customer's insulin pump alarmed several times during the prime process. It was stated that the piston continued moving forward after it makes contact with the reservoir and the insulin squirted out. Advised the caller that the insulin would be replaced. No further information was provided.